Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia also the customer reported that the pump has low/short battery life. The customer reported hyperglycemia was treated with insulin pump (subcutaneous insulin infusion) and hospitalization: overnight stay. The event involved product(s) unomedical, mmt-332a, mmt-1880. Troubleshooting was performed and the customer reported a short battery life or a low battery alarm within 1 week and it was unknown whether the insulin pump was utilized within 48 hours of the event also it was unknown whether the auto mode feature was active or not. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 08-oct-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 08-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime: 10/08/2024 00:00:00.000 dailytotalofallinsulindelivered: 338000 (33.8 u) dailytotalofbasalinsulindelivered: 173000 (17.3 u) dailytotalofbolusinsulindelivered: 165000 (16.5 u) 10/08/2024 09:26:39.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 64000 (6.4 u) bolusamountdelivered: 64000 (6.4 u) 10/08/2024 12:12:32.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 79000 (7.9 u) bolusamountdelivered: 79000 (7.9 u) 10/08/2024 21:52:17.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 22000 (2.2 u) bolusamountdelivered: 22000 (2.2 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 10/08/2024 11:50:03.000 insert battery alarm was expected since the battery was removed from the pump. No unexpected charge/battery lasts less than expected noted during testing. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 08-oct-2024 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (23.90 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for charge/battery lasts less than expected and rattling anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.